Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test at 0.0880 inches. No possible over or under delivery anomaly noted. Device was downloaded and all bolus delivered were found at the carelink pro report. No unexpected prime or fill anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2019 with blood glucose of 30 mg/dl at the time of the incident. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer believes the pump could have been damaged during a recent vacation and may be over delivering. Troubleshooting was not completed but the pump passed a self test. The insulin pump will not be returned for analysis.